Manufacturer narrative:
Based on the information received following submission of the initial report, suspect product is ophthalmic vitrectomy probe and not the ophthalmic knife for the reported event. All reports will be submitted under mfg report num. 1644019-2024-00568. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgery an ophthalmic knife failed and tip came off. The surgery was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-78123.